Event description:
It was reported that during a rectum procedure, the device would cut, but stapled partially. The surgeon finished the procedure with manual sutures. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/01/2007. Info anticipated, but unavailable at this time.